Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process or final control inspection. Not returned to manufacturer.

Event description:
As reported by the user facility ((B)(4)): the diffuser does not empty anymore. Drug: 5fu / 100ml / 48h.